Event description:
It was reported that the aa4203tl silicone single piece lens tore into pieces as the surgeon inserted it in the eye. The lens was removed from the eye without patient injury. The customer tried a new injector without success. Staar's sales rep performed an in-service at the surgical facility and discovered the problem was due to a misload.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. No known consequences or impact to patient. Torn. (B)(4).